Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial#: (B)(4), product type: recharger. Product ID: 37761, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 97754, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported the desktop charger (dtc) cord metal piece was busted off and wires were coming out. It was noted the cord was damaged. A replacement dtc would be sent, ac adaptor connector pin was broken off. Additional information from patient on (B)(6) 2019 indicated both recharger and recharger antenna got hot. Patient mentioned the re charger antenna was so hot that it burned her skin when she put it on her stimulator to charge. Patient said there was a red burn mark ion the shape of the recharger antenna on her skin. Patient mentioned her stimulator battery was dead, so she had a return of pain. Patient was upset because she could not charge her stimulator back up due to the recharger being hot issue. It was noted recharger/recharger antenna got hot and burned patient. No further complication and events were reported.

Event description:
Additional information received from the patient on july 11th, 2019. It was reported that the cause of the stimulator battery being dead was due to it not charging properly and it got excessively hot. The replacement recharger resolved the issues. Also, the burned skin has been resolved. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
Continuation of d11: product ID: 97754, serial#: (B)(6), product type: recharger recharger. Return date - 2019-07-01, fdc 11, fdr 3233, and fdm 4118 applies to recharger product ID 97754, serial# (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 97754, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.